Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient will not be explanted at this time. Should additional information be provided to change reporting status a new MDR will be generated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold near the electrode ground ring and fantail region, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. The device passed all of the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The external visual inspection revealed cut silicone overmold near the electrode ground ring and fantail region, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The recipient reportedly experienced overly loud sound and pain with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was recommended to cease device use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing overly loud sound and pain with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was recommended to cease device use. Revision surgery is scheduled.